Event description:
The customer's caregiver reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The caregiver alleged that the aviva system only gave readings of 140 mg/dl. At an unknown time the patient received a blood glucose result of 140 mg/dl on his aviva system. At the time of the reading the patient experienced elevated blood glucose levels of feeling dizzy and fatigued. However, due to the lower result of 140 mg/dl, the patient continued eating. The patient called the emt's and they arrived between 8:00-9:00 pm. The blood glucose results and type of treatment provided by the emt's was not provided. The patient was transported to the hospital. Upon arrival at the hospital, the patient received a blood glucose result of 300 mg/dl. The type of treatment provided by the hospital was unknown. The caregiver reported that the patient was not admitted into the hospital, and was released after a few hours. It was determined that the test strips used during this event were expired. Return of the suspect device was requested for evaluation.